Manufacturer narrative:
During an interview with the attending sales representative, it was communicated that the extravasation occurred during the injection of the accufill and can most likely be attributed to the over-sized cortical entry hole, which is associated with redirecting the accuport during the initial placement. Once it was observed that the accufill had extravasated, it was removed by the surgeon, per surgical technique. There was no delay of case associated with the extravasation. Per the IFU, "if during insertion, an undesired trajectory or location is created, do not attempt to redirect the cannula needle while in the bone. Exerting force on the cannula while in the bone may result in damage to the cannula and surrounding bone. Instead, remove the cannula from the bone entirely and redirect to the desired trajectory through the same opening."

Event description:
Side cannula bent and broken in patient distal femur.